Event description:
Patient reported obtaining back-to-back blood glucose results of 121 mg/dl, 140 mg/dl, and 80 mg/dl on the compact system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the device (patient's control solution had expired.) Technical support requested the return of the suspect product and replacement product was shipped.